Manufacturer narrative:
Ous MDR - the analysis tested the lead properties. There were no deviations from the technical specifications that could be related to the clinical complaint. There were no indications of material defects or mfg errors.

Event description:
Ous MDR - after an implantation time of about 8 months, this lead was explanted due to undersensing with increased shock deliveries. No deterioration of the pt's state of health was reported.